Event description:
The patient had a total of 6 grounding pads applied. One grounding pad for argon beam coagulation was placed on the right upper back during a surgical procedure. When the pads were removed, staff did not observe redness or blisters on any of the 6 sites. The patient did not report any pain. Two days later, red/purple slough and small blisters were observed on right upper back. Silvadene was given to the patient. The pads are disposable and were disposed since no problems were observed in the operating room. There have been no previously reported problems with the pads.